Event description:
Three days after admission the patient suffered a transient ischemic attack (tia) with symptoms of aphasia and a right hemiparesis. Emergency revascularization of the left middle cerebral artery (mca) m1 segment and the distal left internal carotid artery (ica) using angioplasty was performed. Immediately post procedure the patient¿s clinical condition was significantly improved. However, three days post procedure imaging revealed a subarachnoid hemorrhage (sah) in treated region. Clinically the patient was reportedly stable but ¿had some episodic word find difficulties¿. Seven days post procedure the patient suffered a symptomatic left m1 stroke. She had symptoms of dysphasia and right sided weakness. The patient is currently in rehabilitation. The physician stated that the definitive cause of the sah is unknown; it could have been related to the stroke or to the procedure.

Event description:
Three days after admission the patient suffered a transient ischemic attack (tia) with symptoms of aphasia and a right hemiparesis. Emergency revascularization of the left middle cerebral artery (mca) m1 segment and the distal left internal carotid artery (ica) using angioplasty was performed. Immediately post procedure the patient¿s clinical condition was significantly improved. However, three days post procedure imaging revealed a subarachnoid hemorrhage (sah) in treated region. Clinically the patient was reportedly stable but ¿had some episodic word find difficulties¿. Seven days post procedure the patient suffered a symptomatic left m1 stroke. She had symptoms of dysphasia and right sided weakness. The patient is currently in rehabilitation. The physician stated that the definitive cause of the sah is unknown; it could have been related to the stroke or to the procedure.

Manufacturer narrative:
Anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Subarachnoid hemorrhage (sah), stroke and neurological deficits are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.